Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare on 3/28/2007, that a customer had a problem with the single lumen PICC. The customer reports "single lumen PICC broke."